Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3037, serial (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0q95v, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va0q95v, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of therapeutic effect and no stimulation sensation. The patient had not been feeling except for day after surgery. The battery was low on programmer and was noted on the day prior to this call. It was noted that patient was messing around with them when it was not working, she didn¿t think it was working so she was going to increase/decrease. The patient had increased symptoms 2 day prior to call. The patient stated she had been pushing the middle blue key on left. It was reviewed patient was turning therapy off. The patient stated this was why it was not helping then. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. Additional information received reported the patient received assistance from their manufacturer representative and their concerns were resolved. They had an appointment on (B)(6) 2015. In addition, the patient was still having concerns regarding their device or therapy, but was working with their doctor and an appointment on (B)(6) 2015 was noted. Additional information was received from a healthcare professional (hcp). It was reported that the patient needed an MRI and was not satisfied with the efficacy of the device, so they had the device explanted.